Manufacturer narrative:
This information was not provided during initial report, additional information has been requested. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Synthes is unable to determine manufacture date without a lot number.

Event description:
In preparation for a scheduled lengthening procedure, x-rays revealed a broken s hook. The patient did not report pain or awareness of the broken implant. During the scheduled surgery, the surgeon made an additional incision to replace the s hook.